Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a catheter restriction alarm. The iabp was switched out but the same issue occurred. There was no blood in the tubing, nor any visible kinks. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer had been able to resume pumping, but only for several minutes each time and at this point they could not resume. The getinge representative advised using the "fill" key. This worked, but only for several seconds. They were then advised to decrease the augmentation several bars and again press "fill". This worked, and the iabp resumed. During their conversation, the iabp did not alarm again until the customer attempted to increase the augmentation. The augmentation control and the decrease in therapy by dropping it was explained to the customer. The customer planned to contact the physician and explain this, but felt that they will likely leave the augmentation level decreased to continue pumping. The patient was noted to be very stable. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6). Complete event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).